Event description:
It was reported the pt's ipg was explanted due to inadequate coverage of the pt's pain. The ipg will not be returned to sjm.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.